Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11672. It was reported that the burr became stuck on the wire. The target lesion was located in the left anterior tibia. A 1.25mm peripheral rotalink® plus and a rotawire were selected for use. During introduction, outside the patient's body, it was noted that the burr became stuck on the rotawire. The burr was pulled back off the rotawire and balloon angioplasty was performed. The procedure was then completed with a different device. There were no patient complications.